Event description:
Allegedly, eprd reported 8 new complications for cocr femoral head re-revision (2 infection, 4 loosening and 2 other events). Re-revision surgery. No further information was reported. This incident is capturing 2 infection events.